Event description:
It was reported that while stimulation was turned on the patient never had therapeutic effect. The patient reported that symptoms had worsened recently but that therapy had never worked right. The patient could control themselves during daytime but at nighttime there was a decrease in therapeutic benefit. The patient took a bad fall on her left side buttocks in (B)(6) 2012 and, subsequently, had not felt stimulation. The patient indicated that 5 or 6 on the patient programmer was uncomfortable stimulation. The patient would increase stimulation settings to help with nighttime symptoms. The patient would try 4.3, which was comfortable stimulation, for symptoms relief at nighttime. The patient had an appointment with their healthcare provider (B)(6) 2012. The patient was to notify their hcp of the fall to determine if the hcp wanted to check the device system. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had tried adjusting stimulation, but still did not have therapeutic effect.

Manufacturer narrative:
Patient programmer: model 3037, serial # (B)(4), implanted: na, explanted: na. Lead: model 3889, lot # v466495, implanted: 2010 (B)(6), explanted: unk.

Event description:
Additional information showed the patient had been reprogrammed on multiple occasions, but had never received therapeutic relief. The patient was considering removal of the device.